Manufacturer narrative:
Device was discarded by the hospital. No eval will be performed. If additional info is received, it will be reported on a supplemental report.

Event description:
It was reported that, "the reamer was broken when the surgeon grabbed it out of the tray."